Manufacturer narrative:
The device was returned for analysis. The reported kink and guide break were confirmed. Difficult to insert the device into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Evaluation of the returned device found the guide was noted to be broken distal to the guide tube, but the actuator wire was still intact to the guide. The guide break was confirmed to have occurred during the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a coronary intervention procedure. Reportedly, during insertion the needle [sheath] was crooked [kinked] and insertion in the femoral artery was not possible. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.